Event description:
Reportable based upon analysis completed (B)(6) 2010. It was reported that during a pta procedure involving a tibial lesion, a balloon leak occurred. The physician used a contralateral approach through a 6f sheath. The sterling es balloon dilatation catheter was advanced over an unspecified guide wire and crossed the non calcified lesion without difficulty. During inflation, contrast was noted to be leaking from the balloon. The number of inflations and to what atm's is unknown. The balloon was removed without incident. The procedure was not competed due to this event. No patient complications were reported. Patient status was listed as "no harm came to patient". Returned product analysis revealed a balloon tear.

Manufacturer narrative:
(B)(4) - returned product analysis revealed a tear in the balloon wall. Microscopic examination revealed a tear in the balloon wall located on the proximal markerband. Examination of the area surrounding the tear did not reveal any irregularities in the balloon material which would have contributed to the tear. The manufacturing records have been reviewed and no issues or discrepancies were found. This records review confirms that the device met all material, assembly, and performance specifications. The root cause is considered operational context as device performance was limited by interaction with other devices, interaction with patient anatomy or other procedural factors. (B)(4)